Event description:
This is report 1 of 2 for (B)(6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. During investigation at cq, visual inspection and dimensional inspection was performed of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the scrdriver shaft matmand self-holding. Dimensional inspection was performed, in accordance with depuy synthes drawing specifications, and no issues were detected during the analysis. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the scrdriver shaft matmand self-holdingwas returned without damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot : part no.: 03.503.081, lot no.: u245182, manufacturing location: selzach, supplier: (B)(4), release to warehouse date: 09.may.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an osteotomy procedure, the matrixmandible screwdriver was not able to finally tighten the screw. After the procedure, the screwdriver tip was found to be broken. The procedure was successfully completed using an alternate screwdriver. Patient outcome after the procedure was stable. There was no surgical delay. Concomitant devices reported: unknown screw cmf(part# unknown, lot# unknown, quantity 1) this report is for one (1) matrixmandible screwdriver bld self-retaining/90 degree. This is report 1 of 1 for pc (B)(4).